Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced inappropriate shocks with arm movements. It was observed that there were short v-v intervals, fast non-sustained tachycardia episodes, and high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported that during the lead replacement the device was damaged and was replaced. No further patient complications have been reported as a result of this event.